Manufacturer narrative:
Additional suspect medical device components involved in the event: 18814758/18814801 product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to lead migration. The implantable pulse generator (ipg) was replaced due to battery depletion. The patient is doing well post operatively and the device will not be returned due to hospital policy.